Manufacturer narrative:
(B)(4). There were six samples available for evaluation; therefore, this is report three of six. Evaluation summary: the samples received were evaluated according to carefusion's inspection procedure and cracks were noted in the wye adapter in the three ports. (B)(4). Therefore, the analysis was able to confirm the issue reported. However, the use of alcohol with a component made with resin mentioned could cause some stress and cracks could be noted. Without lot number, information it is not possible to review the batch history record to search for any event that could contribute to the defect reported. The manufacturing process was reviewed and no problems were found related to the issue reported. (B)(4). As the lot number is not available for evaluation, it is not possible to determine if these units reported were manufactured after the corrective actions implemented in CAPA (B)(4), which was initiated to complete the failure investigation and the corrective actions implementation.

Event description:
During follow-up for related report 07/27/2011, the customer indicated she had a total of 6 samples in which the same cracks occurred. It was reported that the y-adapter is cracking at the patient airway connection; therefore, not able to maintain a closed system. Due to the problem they are experiencing with the product, in which the y-adapter is cracking, the ventilator they use cannot compensate for the air that is lost. The easiest thing that has been done is to replace the part that has the hairline cracks but this is not cost effective. The customer indicated that although this has not caused any patient impact, injury, or medical intervention other than replacing the cracked product, with a non-seasoned respiratory therapist, this can go undetected and may lead to an adverse event. The customer indicated that this product has been working very well for many years but that they have noticed that this started happening approximately around (B)(6) 2011 (exact number of occurrences is not available). The customer indicated she has six samples available for evaluation. A lot number is not available.